Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that the battery gauge was observed to be fluctuating. There was no impact to the customer's blood glucose level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support (cts). Reportedly, customer performed a pump reset to resolve the issue and declined further troubleshooting with cts, therefore no additional information could be obtained.